Manufacturer narrative:
(B)(4). The customer stated that no parts are available to be returned therefore an evaluation cannot be complete on the reported incident.

Event description:
The customer stated that this unit is alarming "vent inop, motor fault, low pip, low ve, xdcr fault, and fan failure" continuously. The transducers were calibrated and the unit failed the turbine differential transducer calibration. There was no patient involvement at the time of the incident.